Event description:
It was reported to nova biomedical that a consumer received blood glucose readings of 460mg/dl and administered insulin based on that reading. Later in the day, she went to the emergency room and there she was tested on their equipment at 80 mg/dl. Her meter at the time, read 400 mg/dl. The meter will be returned for evaluation.

Manufacturer narrative:
Nova biomedical awaits the return of the device for evaluation. Should any significant findings be a result of that evaluation, a follow-up report will be filed.